Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The factory of aomori olympus confirmed that the distal tip was detached (missing) and that the signature that the adhesive was properly applied to the part. No other missing parts were found. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the distal tip was damaged since it was subjected to a load. (E.g. Due to touching the forceps channel of the endoscope when it was inserted into the endoscope.) The above device handling has warned in the instruction manual as follows. *when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged. *insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a lithotrity, the subject device was used. When the user retracted the device into the endoscope channel after the lithotrity, the tip of the device fell off inside the endoscope channel. The intended procedure was completed with the subject device. There was no patient injury reported.